Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the reverse button on the device kept getting stuck and would not go in reverse could not be confirmed. It was determined that the device was functional and passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the control coupling color was faded out, which was a non-failure. It was determined that this was consistent with improper cleaning and maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary procedure, it was observed that the reverse button on the small battery drive would get stuck; and that the device would not go in reverse. It was reported that there was no delay. It was not reported whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.